Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A4: weight unknown / not provided. D4: lot number unknown / not provided. G4: additional PMA/510(k) number ¿ k113753/k112160. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. No apparent malfunction was identified with the implant that would contribute to the reported events. Implant matched prints where measured. Implant was identified as item: tmtwb10. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Similar complaints for implant infection have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tmtwb10 dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are customer error/patient factors. Therefore, based on the available information, device malfunction did not occur. The reported events were non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that the implant at tooth site #14 was removed due to sinus peroration and infection. Symptoms of the event: inflammation. Upon investigation, the item# for this event was identified and updated. Based on the new item#, the initial mw was submitted under (B)(4) (MFR#: 0001.038806-2023-00687) under the wrong manufacturing site. Therefore, this initial/final report is replacing the initial report, (B)(4) (MFR#: 0001.038806-2023-00687) that was submitted on 4/12/2023.